Event description:
The customer's stepfather reported that the buttons on the customer's insulin pump were not responding. The customer's blood glucose was not known at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.